Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the device was alerting. Follow-up with the physician's office clarified that an alert tone was occurring due to magnet exposure from the patient's contents of the purse or the patient's keys. The patient was advised not to allow magnets to come into contact with the device; the patient understood the instruction. The device remains in use. It was also noted that the left ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.